Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that before implant, the helix could not be extended. Another lead was implanted. The patient¿s condition is fine.

Manufacturer narrative:
(B)(4).